Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 740 mg/dl at the time of the first high incident. The customer was at 1070 mg/dl at the time of admission. The customer was given fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer checked and they were using the recalled sets. The customer had situations on (B)(6) 2017 where they corrected highs in the morning and their blood glucose levels would plummet to around 40 mg/dl within a few hours. The customer had to get glucagon shots to bring up their levels. The insulin pump will not be returned for analysis.